Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was using a floor sander. The equipment produced electro-magnetic interference; that noise was oversensed and resulted in pacing inhibition. There were no patient symptoms reported with this clinical observation.